Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient.

Event description:
A manufacturer representative (rep) reported an out of regulation (oor) error code on the patient programmer (pp) as of 3-4 weeks prior to date notified . It was suggested to reduce the amplitude or pw to previous known setting where therapy was effective, but it is unknown if it resolved the issue. Impedances values taken for the device with the oor looked normal and within range, and the patient has the ability to go from 1.6v to 2.6v, and are currently at 2.3v, though the patient was at 2.2v recently. Longevity estimates were taken which showed elective replacement indicator (eri) as 3.1, end of service (eos) as 3.4 for one device, and eri as 5.4 and eos as 5.6 for the other. Recharge intervals based on the above settings are 3 weeks to 25% and 4 weeks to 0% for the first set of parameters, and 2.2 weeks to 25% and ~3 weeks to 0% if both parameters placed. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is dystonia, intractable spasticity, other spasticity and movement disorders. See related pe (B)(4) lead issue, lead revision, side effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was explanted due to end of life. There was no allegation of premature battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the out-of-regulation (oor) on the patient programmer has been resolved. It was reported that diagnostics were performed with a manufacturer representative and concluded that there was no short, but the device was approaching end of life. It was reported that the cause was not determined; however, the issue was resolved.

Manufacturer narrative:
Analysis of the ins (B)(4) found insignificant anomalies. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.